Manufacturer narrative:
The event of "alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. Reason for reoperation "woman who was diagnosed with alcl". This is a known potential adverse event addressed in the product labeling.

Event description:
A consumer reported that they know a "[patient] who was diagnosed with alcl". This record is for the right side. Device status is unknown. Manufacturer of device is unknown. Histopathological markers were not provided to confirm alcl.